Event description:
Report received that a patient had experienced an increase in seizures and requested that the vns settings be increased. He reportedly believed that the vns controlled his seizures well but felt the settings needed to be increased. Further information was received from the physician that the patient was last seen about three months before this report and the vns "checked out fine". The battery was reportedly seen to be at a functional level. However, the patient rescheduled his next appointment and had not seen the physician since then. The physician indicated that this lack of compliance might have been related to the recent increase in seizures. The physician reported that the patient believed he better seizure control with vns even at low levels so it was not clear whether the recent increase was above or below pre-vns levels. It was also stated that the patient has chronic, not well controlled seizures, so it was not known the exact cause of this recent increase. A review of the programming history available showed that the patient's vns had been titrated to therapeutic levels in the past indicating it was likely still titrated at that level, if not higher. No additional relevant information has been received to date.